Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply is not working. Not generating any power. Used another generator. No case delays reported. No patient effects.

Manufacturer narrative:
(B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. H3 other text: device not returned.